Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger/modem was unable to power up or charge a battery. The cause for the failure was isolated to burned ca board. The root cause for the burned ca board was excessive current. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that it won't power up.